Event description:
During testing at the user facility, it was noted the battery was swollen. The biomedical department reported that the device would not run on battery power. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.